Event description:
Scheduled for elective total abdominal hysterectomy and marshall-marchetti procedure. Pt induced, unable to ventilate pt with device circuit, oral airway inserted. Unable to ventilate, medication given, unable to ventilate. Intubated, unable to ventilate. Pt reintubated, unable to ventilate. Cricothyrotomy performed, unable to ventilate with jet insufflation, surgical cricothyrotomy performed. Ventilation possible with ambu bag.